Manufacturer narrative:
As per client, the customer is reporting that the item is failing, as it is providing incorrect and inaccurate results and appears to be out of calibration. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, an adverse event report will be filed. If additional information becomes available this report will be reopened and reevaluated.

Event description:
As per client, the customer is reporting that the item is failing, as it is providing incorrect and inaccurate results and appears to be out of calibration.